Event description:
Account states they are getting intermittent low results for patient co2 samples. The incorrect results were not reported. The field service rep found the waste valve was clogged and repaired the instrument by cleaning the waste valve.